Event description:
It was reported that the nurse stated that they had a patient that started cooling at 2110 yesterday in an arctic sun device. The patient dropped below target to 33.1c and then rewarmed towards target too quickly. The patient rewarmed 1c degree within one hour. Patient temperature (pt) was 34.6c, targeted temperature (tt) was 35c, water temperature (wt) was 22c, water flow rate (wfr) was 2.7 l/min. Nurse also stated that they were using an esophageal probe and the patient had scheduled tube feed flushes every four hours and each time it flushed and noticed the patient temperature would drop and stated that they just changed the temperature probe on the device to a foley probe. The two probes were correlating. Confirmed with nurse they had 4 pads on the patient with good skin coverage. Walked nurse through accessing the event log, device had an alarm 50 (patient temperature 1 erratic) earlier. Explained an alarm 50 was an erratic temperature, which can be caused from an orogastric tube flush if using an esophageal probe. The foley and esophageal probes were correlating. Walked nurse through accessing system diagnostics were outlet monitor temperature (t1) was29.3c, outlet control temperature (t2) was 29.2c, inlet temperature (t3) was 28.8c, chiller temperature (t4) was 6c, mixing pump command (mpc) was 0 percentage, (hc) was 9 percentage, water reservoir level (wrl) was 5, system hours was2,881.1, pump hours was 582.5. Nurse stated that patient temperature (pt) was now 34.7c and water temperature (wt) was 29.5c. Informed nurse the device appeared to be functioning appropriately. Water was slightly warm since the patient was close to target so that it did not overshoot. The device had a 0.5c +/- tolerance. Explained to nurse because the device dropped the patient temperature below target and the therapy was in cooling, it was not able to rewarm at a controlled rate which was why it rewarmed the patient 1c degree in an hour. It sounds like the drop in the patient temperature was due to the tube feeding flush. Informed nurse when using an esophageal probe and flushing an orogastric tube, it was helpful to pause therapy for a few minutes so that it did not pick up a change in temperature from the flush. Now that the temperature cable was connected to the foley probe, the temperature would not fluctuate with the feeding flushes. If for any reason they flush the foley, pause therapy for a few minutes. Nurse sent a picture of the graph, confirmed water temperature was correlating with patient temperature. Every four hours there had been drops in the patient temperature which directly correlates to the orogastric tube feeding flushes. The patient temperature recovered shortly after. Informed nurse to watch the patient temperature and water temperature and call back with any issues.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned

Manufacturer narrative:
Per investigator evaluation, bd has determined that this MDR event is not reportable. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text: the device was not returned.

Event description:
It was reported that the nurse stated that they had a patient that started cooling at 2110 yesterday in an arctic sun device. The patient dropped below target to 33.1c and then rewarmed towards target too quickly. The patient rewarmed 1c degree within one hour. Patient temperature (pt) was 34.6c, targeted temperature (tt) was 35c, water temperature (wt) was 22c, water flow rate (wfr) was 2.7 l/min. Nurse also stated that they were using an esophageal probe and the patient had scheduled tube feed flushes every four hours and each time it flushed and noticed the patient temperature would drop and stated that they just changed the temperature probe on the device to a foley probe. The two probes were correlating. Confirmed with nurse they had 4 pads on the patient with good skin coverage. Walked nurse through accessing the event log, device had an alarm 50 (patient temperature 1 erratic) earlier. Explained an alarm 50 was an erratic temperature, which can be caused from an orogastric tube flush if using an esophageal probe. The foley and esophageal probes were correlating. Walked nurse through accessing system diagnostics were outlet monitor temperature (t1) was 29.3c, outlet control temperature (t2) was 29.2c, inlet temperature (t3) was 28.8c, chiller temperature (t4) was 6c, mixing pump command (mpc) was 0 percentage, (hc) was 9 percentage, water reservoir level (wrl) was 5, system hours was 2,881.1, pump hours was 582.5. Nurse stated that patient temperature (pt) was now 34.7c and water temperature (wt) was 29.5c. Informed nurse the device appeared to be functioning appropriately. Water was slightly warm since the patient was close to target so that it did not overshoot. The device had a 0.5c +/- tolerance. Explained to nurse because the device dropped the patient temperature below target and the therapy was in cooling, it was not able to rewarm at a controlled rate which was why it rewarmed the patient 1c degree in an hour. It sounds like the drop in the patient temperature was due to the tube feeding flush. Informed nurse when using an esophageal probe and flushing an orogastric tube, it was helpful to pause therapy for a few minutes so that it did not pick up a change in temperature from the flush. Now that the temperature cable was connected to the foley probe, the temperature would not fluctuate with the feeding flushes. If for any reason they flush the foley, pause therapy for a few minutes. Nurse sent a picture of the graph, confirmed water temperature was correlating with patient temperature. Every four hours there had been drops in the patient temperature which directly correlates to the orogastric tube feeding flushes. The patient temperature recovered shortly after. Informed nurse to watch the patient temperature and water temperature and call back with any issues.